Manufacturer narrative:
Evaluation, results: operational problem ¿ event most likely procedural related. Conclusions: operational context caused or contributed to event - event most likely procedural related component. (B)(4).

Event description:
A physician was using an inpact admiral drug eluting balloon to treat a lesion in the sfa, reported to be moderately calcified with 70% stenosis and non-tortuous. Upon deflation of the balloon, an attempt was made to remove the balloon; however it was reported that difficulties were experienced removing the balloon and the balloon could not be removed without the wire attached. The balloon was stuck on the wire. The physician had to remove the balloon along with the wire. Patient was treated with the balloon and did not require further treatment. Case was finished so no other product was needed to be pulled. No patient injury or other clinical sequelae were reported for this event.

Event description:
Device evaluation: the device was returned to the manufacturing facility for evaluation. Visual and tactile inspections were performed on the device with no issues were found. The device was received with the guide wire inserted and stuck. The guide wire presented blood clots in many points, near the tip. The measured diameter in correspondence to the clots was 0,96mm (the guide wire of 0,035¿¿ should have a diameter of 0,89mm). It was possible to extract the stuck guide wire with a medium resistance felt from the tip side. A flushing of the guide wire lumen was performed and a new 0,035¿¿ guide wire was easily inserted with no resistance felt. In addition the guide wire stuck in the balloon was cleaned from the clotted blood and verifying it is wet, after a new flushing procedure, it was possible to insert it without any resistance encountered. With this guide wire it is noted that high resistance will be encountered if the guide wire lumen was not properly flushed and the hydrophilic part of the guide wire not wet. No problem/damage were found at the tip and in any part of the device.

Manufacturer narrative:
Evaluation results: limited information, root cause undetermined. No results available since no evaluation was performed - device or procedural images have not been received for review. No device received for evaluation. Evaluation conclusions: unable to confirm complaint - device or procedural images have not been received for review. Other - limited information, root cause undetermined. (B)(4).